Manufacturer narrative:
(B)(4). Concomitant medical product: unknown agc tibial tray, cat#: unknown, lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05194.

Event description:
It was reported that the patient is being considered for a revision surgery for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1825034-2017-05024.